Event description:
Caller reports customer was unresponsive with blood glucose result of 134 mg/dl obtained on the active s system. Caller states he attempted to treat the customer with orange juice and a sandwich, but it is not known if customer was treated prior to obtaining result of 134 mg/dl. Paramedics obtained result of 40 mg/dl immediately following result of 134 mg/dl and treated the customer with a glucose IV; customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.